Manufacturer narrative:
UDI: (B)(4). Initial reporter phone: (B)(6).the device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a small hole in the assembly chamber to tube. The cause was determined to be excess solvent in the assembly chamber to the tube which is an operational failure during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo set had a hole near the drip chamber. This was observed during priming. There was no patient involvement. No additional information is available.